Event description:
The mother reported that the user could no longer hear with the device. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, a device investigation is necessary to confirm a root cause of failure. Re-implantation is considered but no date has been scheduled yet.

Event description:
The mother reported that the user could no longer hear with the device 10 days prior to reporting. Re-implantation is considered.